Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item # unknown/ unknown stem/ /lot # unknown . Item # unknown/ unknown cup/ /lot # unknown. Item # unknown/ unknown liner/ /lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01110.

Event description:
It was reported 5 years post implantation patient experienced pain. Further, approximately 11 years later, the patient experienced elevated metal ion levels and metal toxicity. Right hip remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.